Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer advised the customer to reboot the unit to reset the keyboards universal serial bus (usb) connection. The customer later called to confirm that the instrument was no longer experiencing any issues following the reboot. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, g letter on keyboard was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.